Event description:
The customer reported the device would not power on ac. The manufacturers field service engineer (fse) confirmed the reported problem. The customer reported the device was not in use therefore there was no patient involvement or harm. Power failure due to loss of ac or battery power may result in shutdown of the device during normal ventilation operation. The fse reported the power supply was replaced to address the reported problem. Applicable final testing was performed to operating specifications and passed.

Manufacturer narrative:
Date: (B)(6) 2014. The power supply was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).